Event description:
Intra-aortic balloon pump (iabp) in place, began alarming, could not locate problem but balloon not pumping. Ia balloon changed, on 9/13 found to have helium leak.respite balloon change, patient had cardiac arrest and expired less than two hours later.